Event description:
Spontaneous call/unsolicited communication. Patient's mom reported that the pump is not working. Mom states that after dose is complete, she can't remove the syringe from the pump, that the pump will not wind back to allow the syringe to be removed. No missed dose or adverse event reported. The pump is on hand for return. New pump being sent to pt. Indication: immune thrombocytopenic purpura. Nonfamilial hypogammaglobulinemia. Pump used to infuse hizentra at above dose and frequency. Reported to cvs/caremark by pt/caregiver.